Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported persistent false downstream occlusion alarms which was unable to be reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be the force sensor current reading was out of specification. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a persistent false downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.